Manufacturer narrative:
Additional device product codes: hrs, jds. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent implant removal procedure on (B)(6) 2019 because it was bothering patient. During the hardware removal procedure, one of the screws broke and, according to the doctor, broke in a region that should not have broken. The doctor requested that the screw be analyzed to confirm if it was a defect or not of the piece. Due to the position and breakage of the screw, the remainder of the screw could not be retrieved from the patient. It is unknown if there was a surgical delay. Surgeon reported no harm to the patient or other possible surgery. Procedure outcome is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity # 1), unknown screws (part# unknown, lot# unknown, quantity# 3). This report is for one (1) 3.5 mm cortex screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the cortscr 3.5 self-tap l45 sst (part # 204.845 lot # 9456274) was received and visually inspected. The screw was broken, no fragments were returned. Only 1/5th of the proximal body of the screw remains. Upon magnification, the threads appear to be worn slightly. No other issues were identified, the returned condition of the device is consistent with the complaint condition thus confirming the complaint. The cortscr 3.5 self-tap l45 sst (part # 204.845 lot # 9456274) was manufactured at the grenchen site on 14-apr-2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The complaint was confirmed for the cortscr 3.5 self-tap l45 sst (part # 204.845 lot # 9456274). The screw was broken as only 1/5th of the proximal body of the screw remains. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot null,part: 204.845, lot: 9454274, manufacturing site: grenchen, release to warehouse date: 14. Apr. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that this screw was made out of blank 204.045.999 with lot 7810833, therefore an additional DHR review activity for the blank assigned to monument: manufacturing location: monument manufacturing date: 06-oct-2014, part number: 204.045.999, 3.6mm screw blank 45mm 03.5 cortex screw w/2.5 hex, lot number: 7810833 (non-sterile), component part(s) reviewed: part number: 11139, 316ltcri3.58, lot number: 7346445. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the implant(s) was not returned and instead investigation was conducted based on the supplied images. The image(s) (3 total) was reviewed and the complaint condition for broken- intra op was confirmed as two of the images shows a broken screw; the first image sows the broken proximal portion of the screw, while the second shows the x-ray of the distal portion.. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The implant(s) was not returned and instead will be do based on the supplied image. The image was reviewed and the complaint condition for broken- intra op was confirmed as two of the images shows a broken screw; the first image sows the broken proximal portion of the screw, while the second shows the x-ray of the distal portion.. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.